Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the angel wing blood collection product. The customer reports that the needle on the butterfly came completely detached from the wings and was left in the pt's arm.